Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during a esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2010 according to the complainant, during preparation, it was noted that the needle was bent when it was removed from the package. Additionally, there was no reported damage to the packaging. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient ID, age, sex and weight are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
A visual examination of the returned device found the needle was tilted. No abnormalities were noted with the device riveting and welding which were within specifications. Functionally the device jaws opened and closed properly, despite the tilted needle. The condition of the returned incident device was consistent with the complaint that the needle bent was bent. The customer reported that the needle bend was identified out of the package. Therefore, the most probable root cause is manufacturing. There is an investigation underway to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during a esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2010 according to the complainant, during preparation, it was noted that the needle was bent when it was removed from the package. Additionally, there was no reported damage to the packaging. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.